Event description:
It was reported that the patient underwent a trial to one leg and had adequate stimulation in the leg, they were no able to get stimulation in his back. The patient underwent implantation, and had reprogramming sessions each week. Through multiple sessions they were able to get stimulation in his legs and his back, but when it was turned up, the patient began to experience stimulation in his groin. There was no programming that was sufficient to provide the patient with the coverage he wants in order to play golf. Additional information received reported that this therapy had been a "nightmare" and the patient wanted the system explanted. It was later reported that the patient was seen by a new physician who performed a revision (unspecified), and since then, his device was working extremely well.